Event description:
A distributer reported that a consumer stated that after wearing their contact lenses, both eyes became blood shot, and they experienced blurred vision. The consumer was examined at the hospital and the exam presented bilateral conjunctival hyperemia, minimal discharge, cornea clear, and punctate staining negative. They were diagnosed with conjunctivitis and herpes simplex keratitis. The consumer was prescribed ganciclovir ophthalmic gel, levofloxacin eye drops, and pranoprofen.

Manufacturer narrative:
A review of the manufacturing records concludes that the product was manufactured, packaged and released according to global and plant product specifications. Based on all available information, no causal factors can be determined and no conclusion can be drawn